Manufacturer narrative:
Device evaluation: power management board (pm pcba) was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the pm pcba revealed no evidence of damage or contamination. The pm pcba was installed in the test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from ac and delivered breaths with no errors or failures generated. Resolution and disposition: the root cause for the report of vent inop alarms or 35v supply failure could not be duplicated and a cause could not be identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm, and 35 v supply failed also occurred. There was no patient involvement.